Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the modified onflex mesh may have caused or contributed to the patient's post operative course. The issue was corrected during the revision procedure and there has been no additional issues reported. At this time no conclusion can be made. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the mesh should be large enough to provide sufficient overlap beyond the margins of the defect. If fixation is used, careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent left inguinal hernia (direct) repair and was implanted with a modified onflex mesh. As reported "failure of repair was evident the next morning." On (B)(6) 2018 the patient underwent a revision procedure and the medial upper and lower corners were found to be ¿folded¿ allowing preperitoneal fat to enter direct defect. An additional fatty lump was also removed during the revision procedure and the mesh was sutured to help secure repair. Device remains in situ.